Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that they were hospitalized due to elevated blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer was reported that they experienced low blood glucose level as well as high blood glucose. The customer's blood glucose level was 600 mg/dl and 36 mg/dl at the time of incident and current blood glucose level was 600 mg/dl. Customer¿s different blood glucose level were 60 mg/dl or 70 mg/dl, 94 mg/dl, 295 mg/dl, 444 mg/dl, 558 mg/dl, 620 mg/dl, 310 mg/dl and 590 mg/dl. Customer provides details regarding symptoms of their high blood glucose episodes such as hot and pain over chest and dizzy. The customer treated with glucagon, insulin pump, emergency room and food. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. Customer stated that they did not allege insulin pump was under delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer troubleshooting was performed. The insulin pump will not be returned for analysis.